Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. No patient information to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation during a case. The unit was rebooted. Case completed. There was no patient injury.